Event description:
On (B)(6) 2012, it was reported that the patient's infusion device displayed w1 (cartridge low). The patient later thought he saw a "symbol" on the display, but what he was seeing was a partial display. The affected area of the display is located where the basal and bolus amounts are displayed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional of second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
Product was returned on (B)(4) 2012. The display is broken due to a mechanical impact.